Manufacturer narrative:
(B)(4). This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 08-jun-2021 involving pentax medical video processor model epk-i5500c, serial number (B)(4) with the description of "during pai service inspection, the technician noticed that the endoscope connector unit's endoscope image freezes." The loaner unit was received by pentax medical for evaluation on 07-jun-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the "scope connector unit endoscope image freezes" and "scope connector unit intermittent connection" on 08-jun-2021. The device underwent repairs including the following components: global receptacle. Pentax medical model epk-i5500c, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 11-feb-2020. The device was repaired and approved by final qc on 08-jun-2021and put back into loaner inventory. The investigation is currently in-process.